Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl 3000 mcg/ml at 1650 mcg/day via an implantable pump for non-malignant pain. A motor stall occurred on (B)(6) 2016 and was seen by the manufacturer representative at initial interrogation on (B)(6) 2016. Stopped pump period may exceed tube set and multiple motor stalls and recoveries were noted. They patient had not had an MRI and there was no known emi exposure. The patient had recently started dialysis and timing of motor stalls seemed to roughly coincide with that. The cause of the motor stalls was unknown. There were no patient symptoms reported. No actions were taken and the event was not resolved. The healthcare professional agreed the pump should be replaced and it was tentatively scheduled to be replaced (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.